Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A physician reported on behalf of the customer who received a reading of 50 mg/dl at 11:17 a.m. And was treated with sugar by the physician before checking the capillary reading. A capillary reading of 473 mg/dl at 11:22 a.m. Was obtained on the built-in and the customer received unspecified treatment. No further information was provided as the hcp declined to continue troubleshooting. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A physician reported on behalf of the customer who received a reading of 50 mg/dl at 11:17 a.m. And was treated with sugar by the physician before checking the capillary reading. A capillary reading of 473 mg/dl at 11:22 a.m. Was obtained on the built-in and the customer received unspecified treatment. No further information was provided as the hcp declined to continue troubleshooting. Based on the information provided, there was no report of death or permanent impairment associated with this event.